Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4)

Event description:
It was reported that insulin pump was exposed to moisture due to customer going into swimming pool with insulin pump. It was reported that as a result, there was fluid under display screen and there was also two unexpected restart alarms. Customer's blood glucose was 11.0 mmol/l. Customer was advised that insulin pump would need to be replaced.

Manufacturer narrative:
The pump was received with a blank display followed by an unexpected constant audio tone due to moisture damage on the electronic assembly. The pump was also received with moisture damage on the motor, keypad, battery tube and vibrator assembly. The pump was received with a cracked case at the display window corners, minor scratches on the lcd window, a scratched reservoir tube window, a cracked belt clip slot, cracked battery tube threads and a cracked reservoir tube lip.